Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 23125149 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 2203e batch #: 23125149. It was reported by customer that leaking from dispensing point. Verbatim: rcc received a complaint via email. Email(s) attached. Cove ID complaint (B)(4), date of company awareness 15-jul-24, merck fg batch # y007209, bd vial adapter batch 23125149, pqc category leaking from dispensing point - during use.